Event description:
The customer obtained multiple, lower than expected vitros phbr quality control results (biorad level 2 result = 37 ug/ml vs. Expected result = 48.48 ug/ml; biorad level 2 results = 37.7 and 35.44 ug/ml vs. Expected result = 47.36 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report that patient samples were affected. However, a single vitros phbr patient result was reported during the timeframe of this event, and there is no indication that the result was questioned by a physician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, lower than expected vitros phbr quality control results were obtained while using the vitros 5600 system. There was no report that patient samples were affected. A definitive root cause has not been identified. However, based on the data provided, the most likely assignable cause is an instrument related issue. The investigation is ongoing.